Event description:
Pt was receiving adenosine (20.61cc in 14.39cc ns) per syringe pump for cardiac stress test. A 35cc syringe was used. The dose of medication completely infused in 3.5 minutes vs. The expected 6.0 minutes. There were no adverse effects on the pt according to the initial reporter.